Event description:
Customer reported that the t:slim x2 pump battery would not charge and a power source alert had occurred. There was no adverse impact to the customer¿s blood glucose level. The caller confirmed use of the tandem charging cable and wall adapter, but despite leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump did not charge. There was no alternative charging cable available, so a replacement tandem cable and wall adapter were sent via two-day shipping, and the customer was advised to rely on multiple daily injections (mdi) if the pump battery depleted before receiving the replacement supplies.